Event description:
It was reported that the vns pt was seen for a f/u appointment and the physician performed a normal mode diagnostic test which revealed high lead impedance. The physician disabled the device by programming the output current to 0ma, and the pt was referred for x-rays. Good faith attempts to obtain add'l info have been made, but no response has been received to date. Revision surgery is likely.